Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited oversensing resulting in cardiac arrest for approximately 5-6 seconds during an unrelated medical procedure. The device was reprogrammed to provide asynchronous pacing for the remainder of the procedure. A revision procedure was later performed wherein the lead was surgically abandoned and replaced as the physician was unable to free the lead. It was reported that the physician suspected either a lead fracture or insulation damage though neither were confirmed as x-ray was unremarkable and pace impedances had only decreased modestly remaining within normal limits. No additional adverse patient effects were reported.